Event description:
According to the facility, on (B)(6) 2024 " the foley catheter was leaking. A catheter was reinserted."

Manufacturer narrative:
According to the facility, on (B)(6) 2024 " the foley catheter was leaking. A catheter was reinserted. The new catheter performed normally". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.